Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not able to adjust the drg system stimulation strength. A company representative met with the patient and found the lead impedances to be too high and was unable to reprogram the patient's drg system successfully. The patient was currently without stimulation therapy. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient underwent a lead revision and the scs lead was removed and replaced. Reportedly, when removing the lead the physician noticed the lead was damaged and appeared kinked. Effective stimulation therapy was reportedly restored postoperatively.